Event description:
I got new acuvue oasys contacts in 2009 and I got a pseudomonas infection which caused a 3mm ulcer of the cornea, and I am still blind in the left eye. I had not had contacts or glasses for at least a year and a half prior to this incident. I only wore the contacts for three days, and I felt like something was in my eye each time I put the contact in. Dates of use: 2009. Diagnosis or reason for use: decreased vision.